Event description:
The user said the suspect device was reading their blood glucose too high and they took too much insulin. They said they passed out. No treatment alleged. No controls used. The device was replaced and requested to be returned for evaluation.